Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing separated and leaked at an unspecified location during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of separation and leak was not confirmed or replicated. Visual inspection observed no anomalies. Functional and pressure testing was performed; no alarms, leaks or separations were observed. The root cause of the separation and leak was not identified.